Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the absence of a magnet on insep in drawer 5. A field service engineer replaced the insep to resolve the issue. Additionally, preventative maintenance was conducted on the device. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed, which hinders users from accessing medication for a patient. The customer had rebooted the station and tried to recover the drawer, but the drawer was still failing and would not open. This incident resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.